Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. Customer experienced blurry vision and chest pain. Customer stated that the meter alerted her of the high blood glucose at work. Hospital treated with IV fluids and other medication for symptoms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.